Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that received information that approximately one month after implant, an x-ray determined that the lead tip had migrated approximately 32.3 mm. A revision was performed and the electrode was repositioned. No additional adverse pt effects were reported. The electrode remains implanted and in service.